Event description:
It was reported that an alert was triggered due to short v-v intervals and non-sustained ventricular tachycardia episodes on two different dates. Reprogramming was performed and the lead remained in use for a number of months. The short v-v intervals continued and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated a lead warning alert. If information is provided in the future, a supplemental report will be issued.